Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that no communication (no telemetry) could be established to their implantable neurostimulator (ins) using either a programmer or recharger. The last successful recharging occurred 2-3 weeks prior to report. No codes were showing on the recharger and it was stated that they usually get most coupling boxes filled. There was no allegation of an overdischarge (od) on the ins. On the day of report the patient felt a return of pain and was unable to turn the stimulation on or charge the ins. The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.